Manufacturer narrative:
The investigation for the thrombus/embolism has been completed. After removal, thromboembolism occurred in the iliac artery, requiring additional treatment. No product was returned. The root cause of the embolism was not determined as no product was returned and insufficient clinical information was provided. As the necessary information was not provided, the root cause of the thrombus was not determined. H.6 added code 925 since the initial submission of manufacturer device report number 1220648-2024-12763 in accordance with updated procedures.

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella device cp for mechanical circulatory support. It was reported that after removal of the impella cp, thromboembolism occurred in the iliac artery, requiring additional treatment. The causal relationship with the impella is unknown. The patient is stable. Additional information was received four days later. After the removal of the impella cp, embolism of the mesenteric and iliac artery was observed. Recanalization was confirmed by stent placement and endovascular thrombectomy. The patient is currently recovering without any symptoms of the embolism in the intestines or lower limbs. The blood vessel in which the stent was placed could not be identified.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."